Event description:
Complainant alleged that during functional testing, the device displayed a "unit failed" message. The customer replaced the batteries and the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.